Event description:
It was reported that during a routine check, the doppler of the cs100 intra-aortic balloon pump (iabp) was not working. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse resolved the issue by replacing the main pcb. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h6, h10, h11. Corrected fields; h4.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse found doppler main pcb defective. Additional information has been requested, and we will report accordingly if it becomes available. The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital.

Event description:
It was reported that the doppler of the cs100 intra-aortic balloon pump (iabp) was not working. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.